Event description:
As reported by the user facility: "the pump changed to a kvo mode mid therapy of hydration." The rate was 175 ml/hr. The remaining infusion was 50 ml. Volume infused was 89.2 ml. Unknown size of the bag. Incident date: last week. No patient injury. No tubing. Ref MFR report 9610825-2014-00201.